Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pump was empty due to their medication not being covered by insurance and patient choosing to not pay for it to be refilled to the pump was stopped. The pump was stopped by hcp 8-10 days after the empty pump alarm. The empty pump alarm and complications with sepsis and pneumonia have been resolved. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown concentration and dosage and dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that a low reservoir alarm was observed. The low reservoir alarm began on (B)(6) 2016. In (B)(6) 2016, the pump started to alarm again. The patient reported that their healthcare provider wanted to replace the pump as it had been empty for too long. The pump had become empty as the patient had been hospitalized for sepsis and double pneumonia, which were stated as being unrelated to the device or therapy, and was intubated for 9 days on (B)(6) 2016. The patient had gone into rehab, but had been admitted twice after that due to complications with sepsis and pneumonia. No interventions related to the empty pump were reported. No patient symptoms related to the empty pump were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.